Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent hypoglycemia while using the ilet insulin pump, stating the system consistently delivered meal and correction doses that were larger than needed and that factory resets and meal announcement strategies did not mitigate lows. Symptoms included low blood glucose requiring treatment with oral glucose. Outcomes included user-managed recovery without medical intervention or hospitalization. Investigation included attempts to collect blood glucose event details via follow-up calls and provision of troubleshooting and education on potential contributors such as target settings, weight entry, exercise, cgm calibration differences, and insulin handling. Investigation of this case revealed no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.